Event description:
It was reported that low out of range impedance value occurred. There was ¿weird impedance value¿ of 8 between bipolar contacts 0 and 2. The session summary report obtained on (B)(6) 2013 showed that bipolar contacts 0 and 1 had impedance value of 33. The patient was not having any symptoms. It was later reported that the patient had ¿good therapy.¿ the therapy impedance was 654. Longevity calculation was done on the current system. It showed 2.35 years for elective replacement indicator (eri) and 2.6 years for end of service (eos). It was noted that the device was on off state because the patient accidentally turned the device off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # va05agw, implanted: (B)(6) 2013, product type lead. (B)(4).